Event description:
It was reported that this pacemaker exhibited right atrial (ra) undersensing on supraventricular tachycardia (svt) episodes. Programming optimization was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.